Event description:
The case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), weight increased ("weight gain") and bipolar disorder ("bipolar") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included botulinum toxin type a (botox) since 2017, cyclobenzaprine since 2015, diazepam (valium) since 2018, fluoxetine hydrochloride (prozac) from 2016 to 2018, lithium since 2017 and trazodone since 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and musculoskeletal pain ("pain - joints ans muscles"). In (B)(6) 2011, the patient experienced weight increased (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). In 2016, the patient experienced arthritis ("inflammatory arthritis"). In november 2016, the patient experienced bipolar disorder (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2013) and surgery (obesity - vsg (gastric sleeve) in (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia, fatigue, migraine, headache, musculoskeletal pain, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, alopecia, device breakage, fibromyalgia, arthritis, bipolar disorder and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthritis, bipolar disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, musculoskeletal pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes blocked. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs received - reporters, date of birth, lab data, concomitant drugs, essure start date, stop date, indication, events abnormal vaginal bleeding, menorrhagia, fibromyalgia, device breakage, dysmenorrhea, dyspareunia, fatigue, hair loss, migraines, headaches, pain - joints and muscles, bipolar, anxiety, weight gain and inflammatory arthritis added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Year-old female patient was identified during an active online listening program. The patient had essure inserted for female sterilization. The report describes a case of device breakage ("device breakage"), weight increased ("weight gain") and bipolar disorder ("bipolar"). The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included adverse event with oral contraceptive nos. Concomitant products included botulinum toxin type a (botox) since 2017, cyclobenzaprine since 2015, diazepam (valium) since 2018, fluoxetine hydrochloride (prozac) from 2016 to 2018, lithium since 2017 and trazodone since 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and musculoskeletal pain ("pain - joints ans muscles"). In (B)(6) 2011, the patient experienced weight increased (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and alopecia ("hair loss"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). In 2016, the patient experienced arthritis ("inflammatory arthritis"). In (B)(6) 2016, the patient experienced bipolar disorder (seriousness criterion medically significant) and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2013) and surgery (obesity - vsg (gastric sleeve) in (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia, fatigue, migraine, headache, musculoskeletal pain, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia, alopecia, device breakage, fibromyalgia, arthritis, bipolar disorder and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthritis, bipolar disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, musculoskeletal pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: tubes blocked quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 8-oct-2018: follow-up received from lawyer: the patient took birth control pills in the past (she does not recall dates) for birth control and discontinued due to side effects. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 39-year-old female patient was identified during an active online listening program. The patient had essure inserted for female sterilization. The case describes the occurrence of device breakage ('device breakage'), pelvic pain ('daily pelvic pain'), weight increased ('weight gain'), syncope ('syncope') and bipolar disorder ('bipolar'). The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included adverse event with oral contraceptive nos. Concomitant products included botulinum toxin type a (botox) since 2017, cyclobenzaprine since 2015, diazepam (valium) since 2018, duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) from 2016 to 2018, hydroxychloroquine, lamotrigine (lamictal), lithium since 2017, trazodone since 2017 and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and musculoskeletal pain ("pain - joints ans muscles"). In (B)(6) 2011, the patient was found to have weight increased (seriousness criterion medically significant). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) /painful bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ following permanent sterilization, her menses were 7 days in duration") and alopecia ("hair loss"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). On (B)(6) 2013, the patient experienced malaise ("not feeling well"), 2 years 8 months after insertion of essure. In (B)(6) 2013, the patient experienced syncope (seriousness criterion hospitalization). In 2016, the patient experienced arthritis ("inflammatory arthritis / inflammatory polyarthritis"). In (B)(6) 2016, the patient experienced bipolar disorder (seriousness criterion medically significant) and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp shooting pains in her abdomen"), adverse event ("systemic problems"), arthralgia ("arthralgias"), lupus-like syndrome ("she also complains of the lupos"), post-traumatic amnestic disorder ("post concussive syndrome"), costochondritis ("costochondritis"), vitamin d deficiency ("vitamin d deficiency"), motor dysfunction ("pseudo motor cerebri"), confusional state ("very confused at home"), head injury ("yesterday and subsequently hit her head- the patient hit the back of her head."), dizziness ("dizzy spells"), amnesia ("memory loss"), paraesthesia ("tingling in her hands and feet"), dysuria ("dysuria"), peripheral swelling ("swelling in her feet bilaterally"), hypothyroidism ("hypothyroidism"), adrenal insufficiency ("adrenal insufficiency"), encephalopathy ("encepllalopathy") and sinusitis ("mild sinusitis"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014, lavh, removal of fallopian tubes and obesity - vsg (gastric sleeve) in (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the fatigue, migraine, headache, musculoskeletal pain, weight increased, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, alopecia, device breakage, fibromyalgia, malaise, syncope, arthritis, bipolar disorder, anxiety, pelvic pain, abdominal pain, adverse event, arthralgia, lupus-like syndrome, post-traumatic amnestic disorder, motor dysfunction, confusional state, head injury, dizziness, paraesthesia, dysuria, peripheral swelling, adrenal insufficiency, encephalopathy and sinusitis outcome was unknown. The reporter considered abdominal pain, adrenal insufficiency, adverse event, alopecia, amnesia, anxiety, arthralgia, arthritis, bipolar disorder, confusional state, costochondritis, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, encephalopathy, fatigue, fibromyalgia, head injury, headache, hypothyroidism, lupus-like syndrome, malaise, menorrhagia, migraine, motor dysfunction, musculoskeletal pain, paraesthesia, pelvic pain, peripheral swelling, post-traumatic amnestic disorder, sinusitis, syncope, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: final diagnosis: uterus with tubes: leiomyoma of uterus. Proliferative endometrium. Chronic cervicitis. Gross description: the specimen weight 114 gm. Near the base, there is coiled metallic stent within the tube. Insertion details: date: (B)(6) 2011. Preoperative and postoperative diagnosis: desires permanent sterilization operation: hysteroscopic insertion of intrafallopian coils. Findings: vision the uterine cavity appeared normal. Both tubal ostiae seen. Pelvic examination showed uterus normal size. No adnexal masses palpable. Procedure: cervix first dilated, then hysteroscopy with saline as distending medium. Above mentioned findings were seen. Essure coils were deployed. Both tubal ostiae seen. End of the essure catheter inserted to black mark, then withdrawn to golden notch, then the coils were deployed. Four to five coils seen coming out of opening of the tubes, done on both sides in similar fashion, coils went in very easily. Then hysteroscope withdrawn. The I's and o's matched. Estimated blood loss minimal. No complications. Patient was brought to recovery room in stable condition. Date: (B)(6) 2011. Hysterosalpingogram for evaluation essure device placement. Findings: bilateral essure devices in position. Hysterosalpingogram placed. Risk, benefits and alternatives to the procedure were explained to the patient. Lack of filling of the fallopian tubes and no free spillage of contrast into the pelvic cavity. Impression: closure of the bilateral fallopian tubes post essure device placement removal details: date: (B)(6) 2014. Preoperative diagnoses: menorrhagia. Dyspareunia. Dysmenorrhea. Postoperative diagnoses: , menorrhagia. Dyspareunia. Dysmenorrhea. Pelvic adhesions. Uterine . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: tubes were blocked (total bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), weight increased ('weight gain'), bipolar disorder ('bipolar'), pelvic pain ('daily pelvic pain') and syncope ('') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included adverse event with oral contraceptive nos. Concomitant products included botulinum toxin type a (botox) since 2017, cyclobenzaprine since 2015, diazepam (valium) since 2018, duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac) from 2016 to 2018, hydroxychloroquine, lamotrigine (lamictal), lithium since 2017, trazodone since 2017 and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and musculoskeletal pain ("pain - joints ans muscles"). In (B)(6) 2011, the patient was found to have weight increased (seriousness criterion medically significant). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) /painful bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ following permanent sterilization, her menses were 7 days in duration") and alopecia ("hair loss"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). On (B)(6) 2013, the patient experienced malaise ("not feeling well"), 2 years 8 months after insertion of essure. In (B)(6) 2013, the patient experienced syncope (seriousness criterion hospitalization). In 2016, the patient experienced arthritis ("inflammatory arthritis / inflammatory polyarthritis"). In (B)(6) 2016, the patient experienced bipolar disorder (seriousness criterion medically significant) and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp shooting pains in her abdomen"), adverse event ("systemic problems"), arthralgia ("arthralgias"), lupus-like syndrome ("she also complains of the lupus"), post-traumatic amnestic disorder ("post concussive syndrome"), costochondritis ("costochondritis"), vitamin d deficiency ("vitamin d deficiency"), motor dysfunction ("pseudo motor cerebri"), confusional state ("very confused at home"), head injury ("yesterday and subsequently hit her head- the patient hit the back of her head."), dizziness ("dizzy spells"), amnesia ("memory loss"), paraesthesia ("tingling in her hands and feet"), dysuria ("dysuria"), peripheral swelling ("swelling in her feet bilaterally"), hypothyroidism ("hypothyroidism"), adrenal insufficiency ("adrenal insufficiency"), encephalopathy ("encephalopathy") and sinusitis ("mild sinusitis"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014, lavh, removal of fallopian tubes and obesity - vsg (gastric sleeve) in (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the fatigue, migraine, headache, musculoskeletal pain, weight increased, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, alopecia, device breakage, fibromyalgia, malaise, syncope, arthritis, bipolar disorder, anxiety, pelvic pain, abdominal pain, adverse event, arthralgia, lupus-like syndrome, post-traumatic amnestic disorder, motor dysfunction, confusional state, head injury, dizziness, paraesthesia, dysuria, peripheral swelling, adrenal insufficiency, encephalopathy and sinusitis outcome was unknown. The reporter considered abdominal pain, adrenal insufficiency, adverse event, alopecia, amnesia, anxiety, arthralgia, arthritis, bipolar disorder, confusional state, costochondritis, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, encephalopathy, fatigue, fibromyalgia, head injury, headache, hypothyroidism, lupus-like syndrome, malaise, menorrhagia, migraine, motor dysfunction, musculoskeletal pain, paraesthesia, pelvic pain, peripheral swelling, post-traumatic amnestic disorder, sinusitis, syncope, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: final diagnosis: uterus with tubes: leiomyoma of uterus. Proliferative endometrium. Chronic cervicitis. Gross description: the specimen weight 114 gm. Near the base, there is coiled metallic stent within the tube. Insertion details: date: (B)(6) 2011. Preoperative and postoperative diagnosis: desires permanent sterilization operation: hysteroscopic insertion of intrafallopian coils. Findings: vision the uterine cavity appeared normal. Both tubal ostia were seen. On pelvic examination the uterus was normal size. No adnexal masses were palpable. Procedure: the cervix was first dilated and then hysteroscopy was performed using saline as distending medium. The above mentioned findings were seen. Next, essure coils were deployed. Both tubal ostia were seen. The end of the essure catheter was inserted to the black mark, this was then withdrawn to the golden notch, and then the coils were deployed. Four to five coils were seen coming out of the opening of the tube. This was done on both sides in similar fashion, and the coils went in very easily. The hysteroscope was then withdrawn. The I's and o's matched. Estimated blood loss was minimal. Complications were none. The patient was brought to recovery room in stable condition. Date: (B)(6) 2011 exam: hysterosalpingogram clinical statement: evaluation essure device placement. Findings: a scout film of the pelvis was obtained and shows bilateral essure devices in position. A hysterosalpingogram was placed. The risk, benefits and alternatives to the procedure were explained to the patient. There is lack of filling of the fallopian tubes and no free spillage of contrast into the pelvic cavity. Impression: closure of the bilateral fallopian tubes post essure device placement removal details: date: (B)(6) 2014. Preoperative diagnoses: 1 menorrhagia, 2, dyspareunia. 3, dysmenorrhea postoperative diagnoses: 1, menorrhagia. 2. Dyspareunia, 3, dysmenorrhea. 4. Pelvic adhesions. 5. Uterine fibroid procedure: 1, laparoscopic-assisted vaginal hysterectomy. 2, removal of fallopian tube. 3, lysis of adhesions. Findings: small fibroid noted on the posterior fundal aspect of the uterus, adhesions involving the left adnexa to the left pelvic side walls and to the bowel. Normal-appearing tubes and ovaries. Following the procedure~ the fallopian tubes were opened and essure coils were seen placed in the appropriate position in the fallopian tube. Operative technique: it appears, therefore, that the patient's pain may be related to the pelvic adhesions and their tension on the surrounding bowel, pelvic sidewall, and the left adnexa_ the ovary appeared free of adhesions- the adhesions were primarily involving the fallopian tube and surrounding structures. The patient continued to have some bleeding, but that all appeared to be from the vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: tubes were blocked (total bilateral occlusion). Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jun-2020: menorrhagia as reported updated, patient history updated, arthritis, pelvic pain, abdominal pain, adverse event nos, arthralgia, lupus like syndrome, post traumatic amnestic disorder, syncope,costochondritis, vitamin d deficiency,motor dysfunction, malaise, confusional state, head injury, dizziness, amnesia,paraesthesia, dysuria, peripheral swelling,hypothyroidism, adrenal insufficiency, encephalopathy, sinusitis added, concomitant medication and treatment. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.